Manufacturer narrative:
Product event summary: at analysis the stated reason for return was not confirmed. Tests were performed and the device was run for 24 hours but no problem was found. The device was checked and cleaned, the main printed circuit board, battery flex and lead flex were replaced, the instrument was deemed as working ok. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had an issue with its atrial sensing. The generator was returned for service. There was no patient involvement.